Event description:
L-5 removed and replaced by a dr. He is the attending surgeon as well as the designer of the disc. Ninety days after surgery, dr prescribed work hardening physical therapy. I built up to work hardening by first undergoing lighter duty therapy as advised by the therapist. Afer work hardening, the disc began to cause problems. One year after these problems were reported to dr, and MRI was ordered, and it was then discovered that the disc at l-4 had ruptured due to the failed charite disc. A revision surgery of the l-4 and l-5 was a fusion to fuse over the face of the charite, and the l-4 disc. Pt is now in chronic pain and under the care. After work hardening and physical therapy, pt continued to have problems with the disc area. Further testing/MRI in 2008 revealed that the charite disc had failed causing the l-4 disc to rupture. Pt continues to suffer chronic pain, depression and anxiety, sleep deprivation, and moodiness. He is currently under the care of second dr for chronic pain, third dr for psychiatric treatment and fourth dr for depression and anxiety issues. Pt frequently uses a tens unit which emits small electrical shocks to stimulate the nerves due to nerve pain in his left leg. Pt falls frequently. Spinal stimulator implant has been recommended by second dr, pain specialist. Dates of use: 2006. Diagnosis or reason for use: ruptured disc. Event reappeared after reintroduction: yes.